Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, showed ramping numbers, and had an unresponsive keypad. The blood glucose reading was 243mg/dl. The customer's father stated that battery changes did not resolve the issue. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. All buttons functioned properly. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.